Manufacturer narrative:
A supplemental report will be submitted with new details when they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a whipple procedure. The specimen was being retrieved when the bag disconnected from the handle, before the specimen was put in the bag. A new bag was opened. Additionally, when the stomach was being stapled the handle cracked and would not continue to fire. A new load and handle was opened. Firing looked complete on the reload and surgeons said staples looked formed as well. No harm was caused to the patient. All devices are expected to be returned for evaluation.